Event description:
It was reported that during implant procedure that the stylet was unable to be fully advanced into the right ventricular (rv) lead. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of stylet can only be insert at the proximal region of the lead was confirmed. The cause of the reported event of stylet insertion failure was isolated to the inner coil clogged with dried blood/tissue. Visual and x-ray inspections of the lead did not find any anomalies.